Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported by the patient that infusion set tape not sticking after taking shower. No further information was available